Manufacturer narrative:
The device was returned to the manufacturer for analysis and showed signs of physical damage. As reported, the cap was broken off of the handle. The cap had many impact marks. The reported event was confirmed.

Event description:
A medtronic representative reported that, while in a spine procedure, the long blue ratcheting handle was damaged. The coin-shaped tip broke while being hammered. The surgeon opted to continue the procedure, with knowledge the instrument had been damaged. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was unavailable from the site. Product is class I for us regulations & does not require a 510(k) number. No parts have been returned to manufacturer for analysis. Part not returned to manufacturer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A cross-functional engineering review was completed on 11 march 2015. The investigation concluded that there was no safety issue based on safety risk management (srm) monitoring data indicating no serious injuries related to this type of failure. The investigation further concluded that this type of failure was the result of device use: surgeon preference for drilling pilot holes and surgeon delivery of angle and force of impact used on the handle. Similar complaints will continue to be monitored through post-market quality and srm data reviews.